Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: 2003 - pt underwent a ventral hernia repair surgery performed by his surgeon. Pt's hernia was repaired with a bard composix e/x mesh patch. In 2005 - pt began experiencing exploratory surgery, during which a second ventral hernia repair was performed. During this second surgery, the hernia mesh patch from the 2003 surgery was removed because it had been compromised and contracted into "a wad of mesh". Pt subsequently endured a painful and protracted recovery process during which his activities were restricted and he was unable to lift heavy objects.